Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm that occurred during preventive maintenance. There was no reported patient involvement.

Manufacturer narrative:
D9: date of the device return is unknown. The device was evaluated at a field service center, and the investigation for the reported controller error (yellow alarm) has been completed. While being served under its annual field service maintenance procedure, the device failed to meet the spec for optical bench functionality and issued a controller error alarm (defective optical sensor lamp - #1039). Replacing the optical bench gained the console its normal functionality. The root cause of the controller error alarm was due to a defective optical bench pca. This report is being filed as part of a retrospective review of historical records.